Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had difficultly snapping cartridge onto the pump. Reportedly, the customer was eventually able to load cartridge and successfully continue insulin delivery. There was no adverse impact to the customer's blood glucose level.